Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was also reported the right atrial (ra) lead exhibited oversensing due to a lead issue. The rv lead remains in use and the ra lead was turned off. No patient complications have been reported as a result of this event.